Manufacturer narrative:
(B)(4). Date sent: 11/18/2020. Investigation summary: the analysis results found that a cb12lt package was returned for analysis. Upon visual inspection, tyvek was noted to have delamination. Possible causes of tyvek delamination are tyvek quality, seal strength, or opening technique, however, no conclusion could be reached as to what may have caused this condition. It should be noted that as part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
(B)(4). Batch # unk. Date of event is 2020. Event day and event month were not reported. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the trocar packaging was found to be damaged. Another trocar was opened to successfully complete the procedure. There was no delay to procedure and no patient consequence.